Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
In situ measurement shows several electrode channels with high impedance. No trauma was reported. The patient has been re-implanted on (B)(6) 2017.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Also, an impact or external mechanical influences might have weakened the fixation of the electrode which led to electrode mobility. To determine an exact root cause a device investigation of the explanted device is necessary. A date for re-implantation has not been scheduled yet.

Event description:
In situ measurements showed high impedance on multiple channels. No trauma was reported. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurement shows several electrode channels with high impedance. No trauma was reported. A reimplantation is considered.